Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system experienced monomorphic ventricular tachycardia (vt) at 220 beats per minute. The device sensed and delivered shock therapy. The shock impedance measurements were greater than 125 ohms and was unable to successfully terminate the vt. Subsequently, the device delivered 8 inappropriate shocks and the patient terminated the rhythm on their own. No adverse patient effects were reported. The patient underwent a revision procedure and the rv lead was surgically capped and abandoned. A new rv lead implanted and conversion testing was successful.